Manufacturer narrative:
See section b5 describe event or problem for completed patient information in section a patient information. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82, with 510k/PMA/bla number p050051.

Event description:
The customer reported falsely elevated architect anti-hbs results for multiple samples. The following data was provided: sid (B)(6) (45 year old, female patient): initial result = 12.04 miu/ml, repeat = 0.55 miu/ml; sid (B)(6) (53 year old, female patient): initial result = 13.49 miu/ml, repeat = 1.01 miu/ml; sid (B)(6) 39 year old, male patient): initial result = 11.99 miu/ml, repeat = 0.47 miu/ml; sid (B)(6) (31 year old, female patient): initial result = 11.42 miu/ml, repeat = 1.43 miu/ml; sid (B)(6) (54 year old, male patient): initial result = 10.92 miu/ml, repeat = 1.92 miu/ml; sid (B)(6) (76 year old, female patient): initial result = 10.71 miu/ml, repeat = 9.04 miu/ml; sid (B)(6) (19 year old, female patient): initial result = 12.52 miu/ml, repeat = 6.90 miu/ml; no impact to patient management was reported.

Event description:
The customer reported falsely elevated architect anti-hbs results for multiple samples. The following data was provided: sid (B)(6) (45-year-old, female patient): initial result = 12.04 miu/ml, repeat = 0.55 miu/ml. Sid (B)(6) (53-year-old, female patient): initial result = 13.49 miu/ml, repeat = 1.01 miu/ml. Sid (B)(6) 39-year-old, male patient): initial result = 11.99 miu/ml, repeat = 0.47 miu/ml. Sid (B)(6) (31-year-old, female patient): initial result = 11.42 miu/ml, repeat = 1.43 miu/ml. Sid (B)(6) (54-year-old, male patient): initial result = 10.92 miu/ml, repeat = 1.92 miu/ml. Sid (B)(6) (76-year-old, female patient): initial result = 10.71 miu/ml, repeat = 9.04 miu/ml. Sid (B)(6) (19-year-old, female patient): initial result = 12.52 miu/ml, repeat = 6.90 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Section d4 primary UDI number was updated. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the lot performs as expected for this issue and product. A review of tracking and trending for the architect anti-hbs reagent did not identify any trends regarding commonalties for the lot number and complaint issue. Device history review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. A review of field data shows the median patient result for the master lot falls within +/-2sd of the established baseline, indicating the reagent lot is performing acceptably on market. Labeling review concludes that the issue is adequately addressed and the overall specificity was estimated to be 99.67%. Based on the investigation, no systemic issue or deficiency with the architect anti-hbs assay, lot 73391fz00 was identified.